Event description:
Pt complained of pain during follow-up exam for an open reduction internal fixation mandible fracture. Panorex revealed what appears to be a broken head of a screw in a 4 hole plate used as a tension band. Inferior plate appears to be intact. Pt continues to be monitored by surgeon.

Manufacturer narrative:
Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.